Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 2mg/ml at a base rate of 0.2474mg. It was reported that the pump was replaced due to the elective replacement indicator (eri). There were no allegations. When accessing the catheter access port (cap) to aspirate. The physician noticed blood in the cerebrospinal fluid (csf). The physician thought maybe there was a fractured catheter. The pump segment was cut at this time to identify the problem. The physician flushed normal saline using the old pump; the catheter was not connected to the patient at this time. The physician noticed there was leaking around the pump connector to the pump. The physician replaced with an 8784 pump segment; the spinal segment remained in place. The physician aspirated and this resolved the problem. He was able to get clear csf at this time. They believed the pump connection bell/hub was possibly damaged when detaching from the old pump to the new pump. The old pump and a portion of the pump segment were to be returned to identify if there was any defect or damage, primarily looking at the pump connector piece. There were no signs or symptoms that the patient experienced related to the issue. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was noted that, three days prior to the pump replacement, a catheter dye study was completed with no complications. Everything was resolved with no complications to the patient; the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2019; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2021, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.